Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet pump, and review of device reports indicated frequent manual pump pauses that led to subsequent overcorrections and high glucose, prompting education to avoid pausing except when disconnected and a referral for additional training to assess potential pump setting adjustments. Symptoms included low glucose. Outcomes included user self-treatment with oral glucose. Investigation included review of device data and troubleshooting with education. Investigation of this case revealed user-controlled pausing behavior contributing to glycemic variability; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.